Event description:
The device was being used to treat a cardiac arrest patient. Reportedly the device delivered one 200 joule defibrillation countershock to the patient. The device operator attempted to deliver a 300 joule countershock to the patient and the device allegedly charged to 300 joules. A back-up device was obtained and used to continue treatment. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the availability of a back-up device.